Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-21757854-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate char on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the cap was noted to be loose and the fiber kept going into fiberlife (standby mode) after 27,170 joules and 6 minutes of use. The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged, and the procedure was completed utilizing the second fiber. Patient outcome: "good"; there was no patient injury reported due to this event.